Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h5 h3, h4, h6: photo investigation: the product was not returned to j&j medtech orthopaedics, however x-ray were provided for review. The x-ray investigation revealed the implant was migrated upwards from its position within it's correct position from patient's bone. With the information provided is not possible to determine a complete potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical procedure, patient variables (e.g. Activity level and use) and anatomical considerations. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Surgical technique was reviewed and the following relevant statement was found at page 3: it is critical to ensure proper selection of the implant meets the needs of the patient anatomy and the presenting trauma. The tfna nail is not intended for full weight bearing in patients with complex unstable fractures until sufficient bone consolidation is confirmed in the follow up x-rays. Conditions that place excessive stresses on bone and implant such as severe obesity or degenerative diseases should be considered. The decision whether to use these devices in patients with such conditions must be made by the physician taking into account the risks versus the benefits to the patients. Use of these devices is not recommended when there is systemic infection, infection localized to the site of the proposed implantation or when the patient has demonstrated allergy or foreign body sensitivity to any of the implant materials. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 le 125° l400 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. ---------------------------------- physical device investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found prong of the device was received not completely seated. Based on the x-rays provided (see attachment (B)(4) - nmuh complaint tfna) migration was able to be confirmed. Based on the tfn-advanced proximal femoral nailing system (tfna) - screw only surgical technique guide the following is advised. Procedure: the preassembled locking mechanism in the nail must be advanced to control the rotation of the screw. Pass the 5 mm flexible screwdriver through the cannulated connecting screw and insertion handle until it is seated in the hexagonal recess of the locking mechanism. Turn clockwise to advance the locking mechanism. Advance the screwdriver down until it stops completely, then back the screwdriver off by turning counterclockwise 1/2 turn (180 degrees). The screw is now locked in rotation but can still slide. Precaution: if the locking mechanism is not turned back 1/2 turn after initial tightening as described above, controlled collapse and compression of the fracture may not occur with the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed since it was not applicable to the complaint condition. An interaction was made trying to rotate the locking prong to disassemble it, however this was found jammed inside the nail. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 le 125° l400 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument manufacturing date: 11-jul-2025 expiration date: 01-jul-2035 part number: 04.037.231s, 12mm/125 deg ti cann tfna 400mm/left- sterile lot number: 74118p0 (sterile) lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 74118p0. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was not returned to j&j medtech orthopaedics, however x-ray were provided for review. The x-ray investigation revealed the implant was migrated upwards from its position within its correct position from patient's bone. With the information provided is not possible to determine a complete potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical procedure, patient variables (e.g. Activity level and use) and anatomical considerations. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Surgical technique was reviewed and the following relevant statement was found at page 3: it is critical to ensure proper selection of the implant meets the needs of the patient anatomy and the presenting trauma. The tfna nail is not intended for full weight bearing in patients with complex unstable fractures until sufficient bone consolidation is confirmed in the follow up x-rays. Conditions that place excessive stresses on bone and implant such as severe obesity or degenerative diseases should be considered. The decision whether to use these devices in patients with such conditions must be made by the physician taking into account the risks versus the benefits to the patients. Use of these devices is not recommended when there is systemic infection, infection localized to the site of the proposed implantation or when the patient has demonstrated allergy or foreign body sensitivity to any of the implant materials. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 le 125° l400 timo15 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:04.037.231s. Lot:74118p0. Manufacturing site: werk selzach. Supplier: depuy synthes products, inc. Release to warehouse date: 02 july 2025. Expiration date: 01 july 2035. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
It was reported that the patient presented back to ed with leg pain. Images showed loss of reduction and metalwork failure. Revision surgery was scheduled.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 and d10. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.